Manufacturer narrative:
No motor movement alarm during the rewind test due to moisture damage on the motor assembly. Unable to verify pump error alarm, insulin flow blocked alarm/no delivery alarm and perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 95 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.